Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the material could not be identified. The device was not returned for evaluation; therefore, a root cause was not determined. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU gif/cf-170 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment full address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device exhibited foreign material coming out of the nozzle. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.